Manufacturer narrative:
Age, weight and ethnicity: information unknown not provided. Implant date: if implanted, give date: unknown/not provided. Explant date: if explanted, give date: unknown/not provided. Telephone number: (B)(6). Device evaluation: since product is not available for evaluation, the complaint issue was not verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip cracked when the lens should be injected. The issue was first identified during implantation/application. The cartridge tip was in contact with the eye. It was reported that there was no patient injury. The customer has no further information than what has been provided.

Manufacturer narrative:
Device evaluation: since suspect product is not available for evaluation, the complaint issue was not verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain the material. However, to date, no material has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.